Manufacturer narrative:
Additional information for sensor: serial number has been updated based on the returned product. The sensor was returned and investigated. Visual inspection has been performed on the returned sensor patch and no issues were observed. Data was successfully extracted using approved software. The sensor was found to be in state 5 (normal termination). Visual inspection was performed on the sensor plug assembly. No issues were observed. Sensor inserted into the sim-vivo test fixture. Sensor was reprogrammed and applied current to perform linearity testing. All results were within specification. No product deficiency was identified.

Event description:
Customer's mother reported the customer received an adc freestyle libre sensor scan result of 70 mg/dl. It was further reported the customer "didn't feel okay" and a reading of 20 mg/dl was obtained on the built-in reader. Customer experienced a loss of consciousness and was administered a glucagon injection by the mother. No further treatment was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer's mother reported the customer received an adc freestyle libre sensor scan result of 70 mg/dl. It was further reported the customer "didn't feel okay" and a reading of 20 mg/dl was obtained on the built-in reader. Customer experienced a loss of consciousness and was administered a glucagon injection by the mother. No further treatment was reported. There was no report of death or permanent impairment associated with this event.